Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing impedance high out of range. An magnetic resonance imaging (MRI) was indented to be performed; however, MRI protection mode was not available due to rv set to unipolar/bipolar. The lead remains in service. No additional adverse patient effects were reported.